Event description:
Third degree burn on back (lumbar area) with pain and pruritus [burns third degree], she applied the product directly on healthy skin [device misuse], third degree burn on back with pain and pruritus [pruritus]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female pt of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap, wrap) (lot number f41324, exp day may 2014) on (B)(6) 2011 via an unspecified route of administration at an unspecified dosage for an unspecified indication. Relevant medical history included poor circulation, hypertension, hypothyroidism and the pt had a light skin tone. Relevant concomitant medications included omeprazole (omerprazole) at 20 mg for gastric protection, levothyroxine (eutirox) at 125 ug for hypothyroidism, telmisartan, hydrochlorothiazide (pritor plus) at 80/12.5 mg for hypertension and diosmin (daflon) at 500 mg for poor circulation. The pt used the first heatwrap during 8 hours and did not develop any event. After using the second heatwrap, also during 8 hours, the pt experienced lumbar burn with blisters. The pharmacist referred that when the pt applied the heatwrap she felt that it was too hot. At the time of f/u, the pt used two heatwraps on (B)(6) 2011, in average for eight hours each. The heatwraps were applied directly on healthy skin and on the correct part of the body. The pt did not use the product overnight or while sleeping, she was seated for a period of time watching television. The heatwrap was used for the first time and the pt had no difficulty on using the product; the heatwraps were not overlapped, there was no pressure being made to the heatwraps and the pt did not use more than two layers of clothing over the heat wrap. The product had no defects, the pt did not modify the wrap and the product was not put in the microwave. Therapeutic measures taken as a result of lumbar burn with blisters includes trolamine cream (biafine). At the time of f/u, the pt felt the heatwrap getting too hot and started experiencing a third degree burn located on the back (lumbar area) with pain and pruritus. The pt did not require any surgical intervention. It was not expected that the pt would experience long-term sequelae. At the time of the report, the pt was still not recovered. Add'l info from product quality on 1/6/2012 provided qa results. The plant has reviewed the batch f41324 from a mfg and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or insp of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. F/u attempts completed. No further info expected. F/u ((B)(4) 2012): new info reported from (B)(4) group includes lot number. The sample was received at pfizer (B)(4). According to the (b)(4 group, after reviewing the records of the lots released by pfizer (B)(4), the product can only be from lot f41324. F/u ((B)(4) 2012): new info from product quality that provided qa results. F/u ((B)(4) 2012): new info from a contactable pharmacist included: pt age, medical history, concomitant medications, therapy start date, event onset date, adverse reaction data, add'l code of device misuse and changed adverse event to third degree burn, which upgraded the case to serious and reportable. Add'l info has been requested and will be provided as it becomes available. Medical comment: as case is medically confirmed as third degree burn, per medical judgement, case is considered serious and reportable.

Manufacturer narrative:
Eval summary: the plant has reviewed the batch f41324 from a mfg and technical perspective. No quality issues were identified in this review of batch records, review of release testing data or insp of retained samples. Retained samples meet the product description and the product is in date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.